Manufacturer narrative:
Inratio precision data provided by end-user lot 060656: first test inr = 2.0, second test inr = 2.2; mean = 2.1; sd = 0.14; %cv = 6.7%. The %cv is less than or equal to 20%. Per internal procedure the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged imprecision with the inratio meter. Results as follows: first test inr = 2.0, second test inr = 2.2.